Event description:
Customer reported the kozee device caused a burn in the operator room. The health professional at (B)(6) (user facility) treated the patient in the operating room on (B)(6) 2025 using the kozee m21507 temperature management system, and then found the patient had a slight reddening of the skin, but otherwise the patient had no other abnormalities and also felt no discomfort.

Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf. Complaint#: (B)(4) received by gentherm medical, llc., on march 18, 2025.